Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided a conclusive cause for the reported loss of fluid column during preparation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the steerable guide catheter (sgc). It was reported that during preparation of the sgc, the hemostatic valve lost column. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.